Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's father reported that on (B)(6) 2019, his son (a (B)(6) old child) received a ¿lo¿ (reading less than 40 mg/dl) message on the adc freestyle libre sensor that persisted between the hours of 19h and 20h. Customer experienced symptoms described as ¿headache and blurry sight¿ and had contact with a healthcare provider who diagnosed the customer with hyperglycemia, administered an unspecified dose of rapid insulin via injection, and prescribed paracetamol for headache. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer's father reported that on (B)(6) 2019 his son (a 14-years-old child) received a ¿lo¿ (reading less than 40 mg/dl) message on the adc freestyle libre sensor that persisted between the hours of 19h and 20h. Customer experienced symptoms described as ¿headache and blurry sight¿ and had contact with a healthcare provider who diagnosed the customer with hyperglycemia, administered an unspecified dose of rapid insulin via injection, and prescribed paracetamol for headache. No additional information was provided. There was no report of death or permanent injury associated with this event.

Event description:
Customer's father reported that on (B)(6) 2019, his son (a 14-years-old child) received a ¿lo¿ (reading less than 40 mg/dl) message on the adc freestyle libre sensor that persisted between the hours of 19h and 20h. Customer experienced symptoms described as ¿headache and blurry sight¿ and had contact with a healthcare provider who diagnosed the customer with hyperglycemia, administered an unspecified dose of rapid insulin via injection, and prescribed paracetamol for headache. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issue observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified